Event description:
It was reported there was a sporadic error during the functional test.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the device had signaled that there was a pads issue during the functional test/op check. The customer reported that the device had been scrapped, so no repair was performed. No further investigation is possible. Based on the information available, the cause of the reported problem was a potential pads failure. The root cause of the reported problem could not be confirmed because no repairs were performed. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. No further investigation is possible as the device was scrapped. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.